Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. Following the reset, the sensor session was successfully started without further issues.